Event description:
The customer reported that after pipetting an hbc plate on summit, the technician observed bubbles and lower reagent volume in row h of the microwell plate. No error was generated. No death or serious injury was associated with this incident.